Event description:
The patient underwent explant of both the vns generator and lead due to lack of efficacy. The suspect device has been received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
Product analysis (pa) was completed on the suspect device. The reported ¿lack of efficacy, pain, and painful stimulation¿ are outside of the scope of pa; however, proper functionality of the vns generator was able to be verified. The generator output was monitored for >24 hours, and there was no variation in the delivered output. Additionally, the generator septum was not cored, indicating that there is no expected current leakage path associated with the generator. Comprehensive electrical testing showed that the generator performed according to all functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.

Manufacturer narrative:
H3 device evaluated by MFR?, corrected data: supplemental report #03 inadvertently did not update the selection to ¿yes¿.

Event description:
It was reported that the patient would like to have the vns explanted due to lack of efficacy and discomfort at the generator site. The patient also reported some pain in the chest when the vns had been turned up in the past. The physician did not advise vns explant, but agreed to refer the patient for explant per the patient's request. No known surgical intervention has occurred to date. No additional relevant information has been received to date.